Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate remained static. Customer's blood glucose level was 270 mg/dl. Ultimately, customer received an accurate fill estimate.